Manufacturer narrative:
B3. No event date information. See b5 for additional information. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, product type: software, software version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that it took a long time to get a bolus, and the app got stuck at 90%. Per the patient, it had been happening for a long time, but they were not able to give a specific date as to when they noticed it. The agent reviewed how to clear the pds (patient data services) data.